Event description:
Customer reported experiencing high blood glucose over 600 mg/dl and being hospitalized. Customer has disconnected from the insulin pump and revered to manual injections. Blood glucose at the time of the admission was 527 mg/dl. During troubleshoot, it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer removed the infusion set and the cannula was bent and occluded. Customer was felling better; last blood glucose value was 324 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.